Manufacturer narrative:
Device trace download analysis confirmed the device alarmed battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery alert. Customer¿s blood glucose level was 111 mg/dl at time of incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery alert without a low battery warning. The insulin pump will be returned for analysis.